Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable establish communication between the ipg and external devices. A company representative met with the patient and confirmed the issue. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored following the procedure.